Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: - device evaluation: the device has been returned and evaluated by product analysis on 09/15/2014 with the following findings: the pump's back box showed multiple call service 088 alarms in the device's history. After powering on, pulsing was felt from the pump every few seconds. After exercising pump for 1 hour a call service 088 alarm occurred. The pump was missing a signal on from the internal crystal that helps to regulate the clock. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that after changing the battery, the pump¿s motor would vibrate through the rewind sequence. This occurred with multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.